Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused vasopressin during patient therapy (at a rate of 0.9 ml with a 50 ml syringe). During the infusion it was reported that the patient¿s blood pressure was higher than expected. The provider reportedly performed multiple titrations on the pump with no change to the patient¿s condition. Additionally, the syringe (plunger) was reportedly noted to be at the same spot with multiple downstream occlusions alarming with no apparent occlusion found. After reportedly changing out to a new device, they were able to titrate as needed and the patient¿s blood pressure returned to an acceptable level. No further information was provided.